Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising and high thresholds and high impedance on the right ventricular (rv) lead. It was noted there was an audible alert for the superior vena cava (svc) impedance due to sudden impedance rise. The lead remains in use. It was also reported the customer queried why there was a sudden battery depletion on the device despite low rv pacing. The device remains in use. No patient complications have been reported as a result of this event.